Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that PICC was inserted by PICC rn on (B)(6) 2019. PICC was functioning fine for chemotherapy administration until (B)(6) 2019. Patient was to get PICC removed (B)(6), but rn in outpatient infusion center was unable to remove PICC. Patient was sent to ed to have PICC team attempt removal. When the PICC rn pulled the PICC ever so slightly to remove it, the PICC broke off. 21 cm of PICC was left in patient. Patient was sent to or, vascular surgeon did a cut down to remove PICC successfully. Patient was discharged.